Event description:
It was reported that 1 bd insyte¿ autoguard¿ shielded IV catheter from lot 0174077, 1 from lot 0247828, and 1 catheter from lot 0265060 leaked during use. The following information was provided by the initial reporter: "product was leaking".

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0174077, medical device expiration date: 2023-05-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0247828, medical device expiration date: 2023-08-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0265060, medical device expiration date: 2023-08-31, device manufacture date: (B)(6) 2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insyte¿ autoguard¿ shielded IV catheter from lot 0174077, 1 from lot 0247828, and 1 catheter from lot 0265060 leaked during use. The following information was provided by the initial reporter: "product was leaking."